Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was feeling discomfort at the ipg site due to weight loss. In turn, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned deeper in the pocket, resolving the issue.